Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7093526/7093737/7094104/7093874.

Event description:
It was reported that the patient had inadequate pain relief despite the previous revision to cover new pain area. Reprogramming was also unsuccessful in covering the pain. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.